Event description:
The customer observed falsely elevated multiple assay results from alinity c processing module for one patient. The results provided were: sid: (B)(6) co2 initial=41 mmol/l /repeated=25 mmol/l. Laboratory reference range for co2=21 to 32 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the instrument and resolved the issue by cleaning the cuvette washer assembly, replacing the cuvette dry tip and hcw peristaltic pump tubing, and aligning the cuvette washer and mixers. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified, therefore, the alinity c instrument (B)(6), list number: 03r67-01 alinity c processing module, was considered the likely cause. The instrument service history review revealed no additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the hcw peristaltic pump tubing did not identify an increase in complaint activity. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of erratic/discrepant results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number: (B)(6), or the hcw peristaltic pump tubing.

Event description:
The customer observed falsely elevated multiple assay results from alinity c processing module for one patient. The results provided were: sid (B)(6) co2 initial=41 mmol/l /repeated=25 mmol/l laboratory reference range for co2=21 to 32 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.